Event description:
It was reported during the implant procedure that the physician was unable to make j shape with the lead. The lead was not used. It was returned with an additional report of being deformed. (B) (4): the lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found and the lead shape, on visual inspection was within specification however the visual inspection also revealed that all insulators were breached and all conductors were distorted on evaluation of this lead. (B) (4) no anomalies found (B) (4) full lead in segments